Manufacturer narrative:
For one malfunction, as the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced catheter crack. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the device was not provided and lot history review was not performed. The sample was returned to the manufacturer for inspection/evaluation and one electronic photo was provided for review. The investigation is confirmed for the catheter crack. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced catheter crack. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.